Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). The lot number was unknown. D4, g1, h4: the lot number was unknown; therefore, the expiration date, and device manufacture date were unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly. Investigation summary ==> photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Visual analysis of the photos provided shows that the tubing connector was broken. No further information was provided. The overall complaint was confirmed as the observed conditions of the reuse patient set fms 24pk would contribute to the complained device issue. Based on the investigation findings, it is possible that an excessive force was applied at the moment of connecting the device consequently the damage to the device was caused. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the inner plastic on the ms fluid management system outflow tubing with one-way valve device broke off causing a leakage. The procedure was completed with a delay of five minutes. There were no adverse patient consequences reported. No addition information was provided.

Event description:
It was reported that during an arthroscopic surgical procedure, it was observed that the inner plastic on the ms fluid management system outflow tubing with one-way valve device broke off causing a leakage. The procedure was completed with a delay of five minutes. There were no adverse patient consequences reported. No addition information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly.